Manufacturer narrative:
(B)(4). G2: foreign: china. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while the surgeon was inserting the implant into the patient, the tip of the device fractured and was retained in the patient. There is no information that the surgeon plans to attempt to revise the patient to remove the foreign body from the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the provided photo identified the prong of the inserter tip has fractured. However, as the product has not returned, further analysis could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.